Event description:
Information identified in the manufacturer's data base indicated the patient died approximately four months post implant of the implantable pulse generator (ipg).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death has been requested and will not be received. Attempts to obtain additional information were unsuccessful.